Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 67 and 249 mg/dl. Customer stated that a few days ago he went to his regular checkup appointment with his doctor and before he went to the appointment he tested with his true metrix and result was 90 mg/dl and then 2 hours later he tested with his doctor glucose meter (unknown brand) and result was 120 mg/dl am fasting. The customer¿s expected blood glucose test result ranges are 90-110 mg/dl am fasting, 148 mg/dl pm fasting and 120-140 mg/dl bedtime fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/25/2024 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1 : 122 mg/dl. Date: (B)(6). Time: 2:04am fasting. Result 2 : 67 mg/dl. Date: (B)(6). Time: 4:30am fasting. Result 3 : 249 mg/dl. Date:(B)(6). Time: 4:28pm fasting. Result 4 : 120 mg/dl. Date: (B)(6). Time: 9:54pm fasting. Result 5 : 148 mg/dl. Date: (B)(6). Time: 12:16am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 29-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.